Event description:
It was reported that the health care professional wanted to review reports on right ventricular (rv) lead. Technical services reviewed the device data and noted multiple stored non-sustained ventricular tachycardia (vt) (nsvt) episodes and rv channel oversensing on stored intracardiac electrograms (egm), due to noisy signals that led to potential inappropriate anti-tachycardia pacing (atp) therapy. A pause of approximately six seconds was observed on the device data. Technical services suspected an issue with the rv lead, the device was reprogrammed and rv lead revision procedure is expected in the near future. Subsequently, the rv was successfully capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.